Event description:
It was reported that a dissection and thrombosis had occurred. A 2.5 x 32 promus premier select drug-eluting stent was being used to treat the de novo lesion in the left anterior descending (lad) artery. After stenting the lesion, it was post dilated with a 2.5 x 12 nc balloon to twelve atmospheres. After completing the procedure, the patient was shifted to the intensive care unit. Later, the same day, the patient complained about chest pain. Following this, the patient was shifted to the cathlab for re-angiography where the physician observed thrombosis due to a distal edge dissection. The physician then completed the procedure by covering the dissection with another promus premier select drug-eluting stent. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.